Manufacturer narrative:
(B)(4). Concomitant medical product: unknown vanguard bearing, catalog # unknown lot # unknown, unknown vanguard tibial tray, catalog # unknown lot # unknown, unknown vanguard patella, catalog # unknown lot # unknown. Initial reporter: z. C. Lum, a. V. Lombardi, j. M. Hurst, m. J. Morris, j. B. Adams, k. R. Berend from joint implant surgeons, inc., ohio, united states ¿early outcomes of twin-peg mobile-bearing unicompartmental knee arthroplasty compared with primary total knee arthroplasty¿ volume 98-b number 10, october 2016. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed,a supplemental medwatch 3500a will be submitted. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-06177, 0001825034-2017-06179, 0001825034-2017-06180.

Event description:
It was reported in a journal article that one (1) patient underwent an incision and debridement procedure for wound dehiscence. No additional patient consequence was reported. There is no additional information at this time.